Manufacturer narrative:
G2: citation: authors: ming-yao luo1,2¿, xiong zhang1,4¿, kun fang1 , yuan-yuan guo2 , dong chen1 , jason t. Lee3 and chang shu. Endovascular aortic arch repair with chimney technique for pseudoaneurysm. Bmc cardiovascular disorders 2023. Doi: 10.1186/s12872-023-03091-4. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding endovascular aortic arch repair with chimney technique for pseudoaneurysm. A valiant stent graft was implanted during the treatment of a large symptomatic aortic arch pseudoaneurysm with a maximum diameter of 78 mm that involved the whole arch. The patient was at very high risk for open chest surgery due to multiple severe coexisting diseases. The patient underwent tevar with the chimney technique (non-medtronic grafts) for the innominate artery (ia) and left common carotid artery (lcca) and a periscope for the left subclavian artery (lsa). He had a history of exertional angina and severe left main coronary artery stenosis, which was planned to be treated after the endovascular repair. Unfortunately, he died suddenly from acute myocardial infarction 10 days after the operation.  No further information was provided.

Manufacturer narrative:
Additional information received; per the author, there is no credible evidence that the patient 's death was related to the valiant graft or procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.